Manufacturer narrative:
Upon return to our post market quality assurance laboratory, initial analysis and testing showed that the atrial setscrews moved freely, and a normal impedance measurement was obtained when a manual lead impedance measurement was performed with a known electrical resistance load connected. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. During subsequent analysis, portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the device exhibited premature battery depletion that was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device was electively explanted due to its inclusion in the (B)(6) 2007 shortened replacement window advisory population, secondary to investigation of high atrial lead impedance measurements. The high atrial impedances were attributed to setscrews that were not adequately tightened. No adverse patient effects were reported.